Event description:
It was reported "customer states "not heating". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test; however, it did not pass the power-on self-test (p.o.s.t.). The power button was not illuminating and when pressed. The unit did not power on. The unit was opened, and it was noted that the power harness had heat damage at its connector. The power supply board was replaced with a known good lab inventory board. This time, the unit was able to pass the power-on self-test with no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was then prepared for the functional bench test using the known good lab inventory power supply board in an attempt to replicate the reported defect. A water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. 2-3 lpm of air flow were supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. However, it was found that the temperature reading was fluctuating more than normal. The unit was then set up for a second full functional bench test to determine the source of the temperature sensing issue. However, during set up it was noted that the unit did not power on when plugged in while using a known good lab inventory power supply board. The power supply board was replaced with a different known good lab inventory board, resulting in no change. The power fuse resistances were measured to be 0.2 and 0.3 ohms, both within the normal operating range. Further visual inspection revealed a burnt power harness, which was not observed during initial functional testing. The power harness was replaced with a known good lab inventory power harness, resulting in no change. While the unit was plugged into a 120 vac wall outlet, the voltage outputs of the power fuse housing harness were measured to be 18mvac off the blue wire and 21mvac off the brown wire, both of which are significantly lower than the expected output. Testing confirms the unit had a faulty power supply board and faulty power fuse housing harness. The complaint has been confirmed. The investigation revealed a defective power supply board and power fuse housing harness. Since the neptunes are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The root cause of this failure is unknown. During use, the unit may have encountered higher stresses than normal causing it to fail pre-maturely. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73e210002n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "customer states "not heating"". No patient involvement reported.